Event description:
A report was received that the patient would undergo a pocket site revision due to discomfort.

Manufacturer narrative:
Additional information received indicates that the physician will no longer proceed with a revision at this time.

Event description:
A report was received that the patient would undergo a pocket site revision due to discomfort.